Manufacturer narrative:
The allegation in this complaint was confirmed to be a complaint. The device worked as intended but due to a software error the display was only partially visible. The issue is not likely to be serious to public health but potential to cause a delay in treatment or decision or can cause to an intervetion, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. No patient, user or third party harm was reported. The root cause was determined to be a software error which could be resolved by restarting the unit. As the case is deemed a single case no further actions will n initiated

Event description:
The following was reported to hamilton medical ag: summary: only parts of the display visible.

Event description:
The following was reported to hamilton medical ag: summary: only parts of the display visible.

Manufacturer narrative:
The allegation in this complaint was confirmed to be a complaint. The device worked as intended but due to a software error the display was only partially visible. The issue is not likely to be serious to public health but potential to cause a delay in treatment or decision or can cause to an intervetion, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. No patient, user or third-party harm was reported. The root cause was determined to be a software error which could be resolved by restarting the unit. As the case is deemed a single case no further actions will n initiated hamilton medical ag complaint number: cer (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag:summary:only parts of the display visible.